Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic appendectomy, while being applied at the appendix, the stapler was able fire but there was a poor staple formation; some staples did not deploy and the tissue got caught in the reload. The surgeons had to maneuver and manipulate to detach the reload from the tissue and try a new reload. The central staple line was also incomplete and they had to use a new reload to fix the line and complete the case. There was no patient injury.

Manufacturer narrative:
Evaluation summary post market vigilance (pmv) led an evaluation of two images and one device. The visual inspection and functional evaluation of the device had acceptable results. The images noted the instrument lot number and the reload during surgery. Fully formed staples were stuck to the cartridge side of the reload. Tissue was stuck in the cartridge side of the reload. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.